Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg migrated toward the spine and was uncomfortable. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post operatively.